Event description:
The user facility reported that during a patient procedure their 3080 sp surgical table began to move into a trendelenburg orientation without being commanded to do so. User facility personnel turned the power off through the hand control and the movement stopped. The procedure was completed successfully without delay. No report of injury.

Manufacturer narrative:
The 3080 sp surgical table subject of the reported event was installed at the user facility in (B)(6) 1993 and is approximately 30 years old. A steris service technician arrived onsite to inspect the table and detected no issue with the function or operation of the table and was unable to duplicate the reported event. The 3080 sp surgical table was returned to the user facility. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.